Manufacturer narrative:
Sections with additional information as of 19-feb-2020: h10: meter was not returned for evaluation. Test strips were returned for evaluation; no defect was detected. Control solution was returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. Qc evaluation pending. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error code. Nurse is calling on behalf of facility. The e-5 error occurred as soon as the blood sample was absorbed. At the time the e-5 error was obtained, nurse stated the patient had reported symptoms of nausea, dizziness and fatigue. Nurse stated that prior to her calling, the patient's son had stated he was taking patient to the emergency room. Patient was not available at time of call. Proper testing technique was not being used. The product is stored according to specification in the laboratory in the facility. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is (B)(6) 2019.